Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the cancer trials support unit (ctsu) infusion was infusing protocol (B)(4). Infusion ran longer than expected. Per clinician notes, 20ml additional was added to pump for the entire bag to completely infuse. Total volume is 125ml and is prepared by injecting 65ml of normal saline into an empty bag. A syringe/needle is then used to add 60ml of drug into bag. There was patient involvement but harm is unknown.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported by the cancer trials support unit (ctsu) infusion was infusing protocol argx-113-2003. Infusion ran longer than expected. Per clinician notes, 20ml additional was added to pump for the entire bag to completely infuse. Total volume is 125ml and is prepared by injecting 65ml of normal saline into an empty bag. A syringe/needle is then used to add 60ml of drug into bag. There was patient involvement but harm is unknown.